Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed/faulty power pcb assembly. A replacement for this part is no longer available, the device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off intermittently. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off intermittently. There was no report of patient use associated with the reported event.